Event description:
According to the reporter, during a rectum procedure, the stapler cut but it did not staple. The surgeon used a second stapler, slowed down, and there were difficulties completing the surgery but no issue with the second stapler. The operating technique was changed, and the patient have a new creation of a temporary stoma instead of no longer having any. Surgical time was extended by more than 30 minutes and the hospitalization was extended. The patient has a discharge stoma again for several months.

Manufacturer narrative:
Additional information: b5, g3, h6 (imf code) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the stapler cut but it did not staple. The surgeon used a second stapler, slowed down, and there were difficulties completing the surgery. The operating technique was changed, and the patient have a new creation of stoma instead of no longer having any. The patient has a discharge stoma again for several months.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.